Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and the cause was not known. A bolus was administered via insulin injection. The customer was hospitalized and intravenous drip was administered. High bg was resolved and the customer was discharged on (B)(6) 2018. As the event had occurred in the past, a cause of the event could not be determined.